Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no: 320550, batch no: 0112352. It was reported insulin leaked from the hub area, numbers went up but she doesn't know. Verbatim: from phone call on (B)(6) 2020 13:14:58: reached out to pharmacist. Pharmacist reported, when consumer was taking injection, insulin leaked from the hub area. Stated, the 2nd gen does not work for the consumer. Stated, numbers went up but she doesn't know how much. Stated, consumer contacted his/her doctor and was switched to the mini pen needles, (5mm). Pharmacy switched out the 2nd gen for the mini at no cost to consumer.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked. The following information was provided by the initial reporter: material no: 320550 batch no: 0112352. It was reported insulin leaked from the hub area, numbers went up but she doesn't know. Verbatim: from phone call on (B)(6) 2020 13:14:58: reached out to pharmacist. Pharmacist reported, when consumer was taking injection, insulin leaked from the hub area. Stated, the 2nd gen does not work for the consumer. Stated, numbers went up but she doesn't know how much. Stated, consumer contacted his/her doctor and was switched to the mini pen needles, (5mm). Pharmacy switched out the 2nd gen for the mini at no cost to consumer.

Manufacturer narrative:
H6. Investigation summary: customer returned (96) unused 32gx4mm bd pen needles from lot 0112352. Consumer reported when taking injection, insulin leaked from the hub area; numbers went up. 30 out of the 96 returned pen needles were tested for flow using a test pen injector: all 30 were able to expel properly, and no leakage was observed. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.